Event description:
After induction of general anesthesia the anesthesiologist switched the apollo anesthesia machine to press mode, and the machine was not ventilating the patient. The anesthesiologist then switched the machine to manual spontaneous mode and the machine continued to not work. The machine was not filling the ambu bag. The patient was manually ventilated and a new anesthesia machine was used successfully.